Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 25, 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during the procedure and inside the patient, it was noted that the laser fiber was not emitting enough laser energy. The operator of the device unscrewed the laser fiber from the console and found that the connection between the black rubber sma boot connector and the metal connector was broken. The metal connector was hot to touch and burned the technician¿s index finger. No treatment was required to treat the burn. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the tip was slightly degraded. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within connector which would cause the sma connector to heat up. As a result, the strain relief boot melted. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.  A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during the procedure and inside the patient, it was noted that the laser fiber was not emitting enough laser energy. The operator of the device unscrewed the laser fiber from the console and found that the connection between the black rubber sma boot connector and the metal connector was broken. The metal connector was hot to touch and burned the technician¿s index finger. No treatment was required to treat the burn. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.